Manufacturer narrative:
(B)(4).

Event description:
It was reported during a filter implant procedure deployment issues occurred. Access was obtained via the right femoral vein. The patient's vascular anatomy was noted to be mildly tortuous. The sheath of an otw green fil w/flexcarrier had been advanced into the inferior vena cava. The filter was loaded into the sheath when the physician decided to check placement and attempted to remove the filter but pulled the entire delivery system back into a locked position. The filter was noted to be coming out of the sheath. The procedure was aborted and rescheduled to the following week. There were no patient complications reported with the patient's current condition listed as "fine".

Event description:
It was reported during a filter implant procedure deployment issues occurred. Access was obtained via the right femoral vein. The patient's vascular anatomy was noted to be mildly tortuous. The sheath of an otw green fil w/flexcarrier had been advanced into the inferior vena cava. The filter was loaded into the sheath when the physician decided to check placement and attempted to remove the filter but pulled the entire delivery system back into a locked position. The filter was noted to be coming out of the sheath. The procedure was aborted and rescheduled to the following week. There were no patient complications reported with the patient's current condition listed as "fine".

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed the introducer catheter, the rotovalve sheath and 1 green dilator were returned ; however, the filter was not returned. The paper safety sleeve was intact and in place around the handle of the introducer catheter. The trigger had not been unlocked or moved down the deployment track. The returned flex-attach capsule was found to be kinked at the junction of the capsule with the outer sheath. The visible kinking to the flex-attach capsule was not mentioned in the event description; consequently, it is believed the kinking occurred as a consequence of the unit being returned for analysis. With the exception of the visible kinking to the flex-attach capsule, all returned components were measured dimensionally and were found to be within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).